Manufacturer narrative:
Concomitant products: product ID neu_unknown, serial # unknown, product type unknown. (B)(4).

Event description:
It was reported that during the procedure the physician planed an epidural lead and was getting cs fluid back. It was noted that the doctor decided not to proceed with the implant. It was noted that he did a blood patch and closed the incision. Additional information received reported that no malfunctions were seen or cause of issue determined. It was noted that the patient would be rescheduled for a surgical paddle placement. It was noted that the implant was not completed.